Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and no further malfunction codes appeared after the reset. The customer was informed to continue using the pump and advised to contact support if any issues reoccurred, which was acknowledged and understood.